Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the eg6+ cartridge that had one cartridge that leaked the blood sample.